Event description:
It was reported by the rep that the (1) tlc75 was used during a colectomy procedure. It was reported that device did not fire across the bowel. The case was completed with another instrument and with no patient consequence.